Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Dexcom has issued an rga for patient to return device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Event description:
Consumer contacted dexcom to report and intermittent out of range signal.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported intermittent out of range.